Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "allergic reaction/hypersensitivity-delayed" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient bilaterally in the midface with 2 syringes of juvéderm voluma® xc. Two days later, the patient reported "itching and swelling" in the eyes, ears, and throat. The patient went to the ER and was treated with steroids and benadryl IV. The next day, the patient complained of "ringing in the ears" and "free itching." Two days later, the patient reported "pressure" to the face and ears and "severe itching." The event is ongoing.